Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with energizer industrial battery. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked belt clip slot. Data analysis: (B)(6) 2015 daily insulin total = 37.275u, (B)(6) 2015 daily insulin total = 38.975u, (B)(6) 2015 daily insulin total = 33.800u, (B)(6) 2015 daily insulin total = 34.175u, (B)(6) 2015 daily insulin total = 59.225u, (B)(6) 2015 daily insulin total = 0.0u, (B)(6) 2015 daily insulin total = 0.0u.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The insulin pump passed the displacement accuracy test.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was heart attack. The caller stated that the customer's blood glucose was 969 mg/dl by the time the customer went to the hospital and by the time the blood glucose was lowered, the customer had a heart attack. The caller also noted that the customer had a major infection the origin of which could not be pin pointed. The customer's blood glucose, at the time of death, was 74 mg/dl. The customer was not wearing the insulin pump at the time of death. It was disconnected by the customer's son, when the customer went to into the hospital. The device was disconnected two days prior to the customer's passing. The customer was being given insulin through intravenous injection, by the hospital. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.